Manufacturer narrative:
Intuitive followed up and obtained additional information. The surgeon was about to use the vessel sealer to dissect messentary. There was no system fault indicated to the reported complaint. Vessel sealer would not open or close per complaint. The vessel sealer was released off arm and reseated but still wouldn't open or close so new one was opened. There was nothing noted about jaws being stuck on tissue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 8mm vessel sealer extend (vse) instrument was analyzed and found to have a workmanship issue. The instrument had a loose set screw within the grip ring. A loose set screw can cause the grip ring to become dislodged which can lead to a failure with grip functionality. Additionally, the instrument was found to have a dislodged grip ring at the proximal end in the housing. A dislodged grip ring can cause the instruments grips to not open and close properly. The root cause of instrument grip ring dislodged is typically attributed to manufacturing. The complaint was confirmed by fa. The probable root cause is attributed to manufacturing. Logs for this instrument show that it was installed 1x and passed homing 1x. Qty 30 cut complete events were noted, no errors. E100 logs show qty 2 coag events with no errors and qty 37 seal events with 2 high initial starting impedance errors, indicating they were likely trying to seal too much tissue. The instrument was used for 3 minutes 19s. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure, the surgeon was starting the use the 8mm vessel sealer extend (vse) instrument to resect the mesentery but noticed the vse instrument would not open or close. The customer removed the vse from the universal surgical manipulator (usm) and reinstalled the vse instrument but the issue persisted. No fragment fell into the patient. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) received user facility report 5000510000-2025-8065 stating: surgeon was starting to use the vessel sealer to reset mesentery but noticed it wouldn¿t open or close. She asked to disconnect and re-connect the vessel sealer to the robot arm, but the issue persisted. Another vessel sealer was opened. Original intended procedure: sleeve to bypass conversion.